Manufacturer narrative:
The following information has been corrected: g.4. Date received by manufacturer: 04/06/2020.

Event description:
It was reported that 17 sec w/ss dc 20dp & hangers experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: the reported feedback suggests that there are particles in packaging.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19046017, medical device expiration date: 12/04/2022, device manufacture date: 09/16/2019. Medical device lot #: 18107352, medical device expiration date: 10/31/2021, device manufacture date: 10/30/2018. Investigation summary: seventeen 10013364 samples were received for investigation in sealed packaging; sixteen from lot 19046017 and one from lot 18107352. A visual inspection confirmed the customer's experience as dark stains and particles were found in nine of the received samples; eight from lot 19046017 and the sample from lot 18107352. The contaminants were identified on the smartsite female luer adaptor and the drip chamber barrel. Attempts to wipe away the contaminants were successful. Investigation conclusion: according with the supervisor, if a contamination is found in any of the components, the material is segregate and scraped due to the contamination. During the process revision of the subassembly process (of the drip chamber and smartsite), it was found that the machine doesn¿t touch the top of the smartsite, instead, the gripper only touches the side of the fla, disregarding the possible contamination of the machine. The process was reviewed and no issues was observed during the revision, after the revision of the process it was found that the failure mode could not be replicated, however, a quality alert was implement to warn the personnel about this issue, therefore, since no issues were found during the process the root cause could not be determinated. After the assembly in the soos machine, the sub assembly is inspected 100% by visual inspection, during this inspection it was found that the personnel check the smartsite and drip chamber assembly. It was asked to the personnel about the possible contamination in the smartsite, and they answered that they have detected but in isolated cases and when a contamination is detected the part is scrapped.

Event description:
It was reported that 17 sec w/ss dc 20dp & hangers experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: the reported feedback suggests that there are particles in packaging